Event description:
It was reproted by the affiliate that during a rectum cancer resection procedure, the lcs15 stopped working. An instrument error code was displayed. Case converted to open and extended or time was 1 hour.